Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out due normal eri, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. Lead remains implanted. Patient condition is stable.

Event description:
Additional information received notes that patient received inappropriate therapy due to noise. Noise was not reproduced with arm movements. The pace/sense portion of the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.